Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet shut down unexpectedly and displayed a persistent white screen when placed on the charge pad, and the user could not restart it from the mobile app; glucose levels remained stable and the patient had backup therapy available, with the system using a dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the computer software component consistent with an unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.